Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. Multiple attempts were made to gather/clarify information but the customer did not provide any further details nor a material #/batch # for the product involved. Unfortunately without basic information, an investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. Do not use if product has sustained any transport damages. Please handle our products according to their instructions for use. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015 when the sheath of the sbc did not fully cover the needle following safety activation. Employee indicated that the safety was activated, then they realized the tip of the needle was still exposed and pricked their finger. Customer is uncertain of whether or not the device was fully engaged and feels that training may be an issue.